Manufacturer narrative:
Exact date unknown, event occurred a few months from the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing difficulty charging the ipg. The patient underwent an ipg replacement procedure and the patient was doing well postoperatively. The explanted ipg will not be returned as per facility choice.